Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by drain pain and bloody effluent. The cause of the event was not reported. The patient was not hospitalized for the event. Treatment and patient outcome were not reported. Pd therapy was ongoing. The reporter declined to provide follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.